Manufacturer narrative:
Analysis result: product: novopen 3; lot no.: sscn477; device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device, it has not been possible to detect any dripping, leaking, or irregularities. Product novopen 3; lot no.: jscabr1; device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The device was tested with a random penfill cartridge and a new novofine needle mounted. During testing of the device, it has not been possible to detect any dripping or leaking. Reporter's causality: unknown. Novo nordisk causality: reportable. Please note information received 07-apr-2008 identified second suspect device requiring report submission to FDA.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pen was leaking [device failure] ([blood glucose increased]). Case description: medical device information: class iib. This spontaneous report, received from a consumer in the united states and reported as "pen was leaking and high readings", concerns a (B) (6) male patient treated with novopen 3 insulin delivery device, (first use unknown to ongoing) for "insulin-requiring type ii diabetes mellitus". The event occurred on an unspecified date in (B) (6)-2000 while using the product in question. The patient reported that the novopen 3 was leaking and that there was no resistance while depressing the push button. The patient subsequently experienced high blood sugar readings and his wife transported him to the emergency room where he received treatment with intravenous sodium chloride. The event resolved a few hours later and the patient was discharged from the emergency room. Novopen 3 therapy was continued, and his physician prescribed novolog insulin (rapid acting insulin aspart) upon discharge. The overall outcome is reported as "recovered". Two samples returned for analysis.